Manufacturer narrative:
(B) (4).

Event description:
It was reported the hcp had difficulty filling the reservoir. The hcp was able to aspirate the reservoir, but unable to fill it. Troubleshooting was performed with no issues noted. The pump did not move, the needle appeared to be in the reservoir, the hcp felt metal only upon insertion, and there was no indication of a pocket fill. The hcp planned to do further troubleshooting. A follow-up report will be submitted if additional information becomes available.